Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient experienced twiddler's syndrome causing the right atrial (ra) lead to get dislodged. The ra lead was explanted. No additional adverse patient effects were reported.